Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade and required extended hospitalization. It was reported that after mapping the left atrium (la) with octaray, several points were ablated on the posterior wall side with smart touch sf catheter. After that, as the blood pressure decreased suddenly, whether pericardial fluid status existed or not was confirmed by sound star eco catheter. After that, pericardial drainage was performed. It was determined that the procedure could not be continued, so the procedure was stopped. Atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was performed before pericardial effusion or tamponade was confirmed. It was unknown if steam pop was confirmed. Irrigation catheter¿s flow rate setting was 2mm except when ablation was conducted intracardially. Flow rate settings were default settings including pre-post. The patient left the catheter room for compliance reasons, and the patient condition was unknown afterwards. The physician assessment of the health hazard was non-serious (moderate/minor). Extended hospitalization was required. Method of contact force (cf) monitoring was real time graph; dashboard; vector; visitag. The coloring settings for visitag was tag index. Causal relationship with product is unknown. The physician's opinions on the relationship between the event and the product is that the current status is unknown. As for future information, no follow-up is possible due to the nature of customer information involved. There were no abnormalities observed prior to and during use of the product. Patient medical history and concomitant diseases: unknown. Clinical examination details and results: unknown.